Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was fractured and was oversensing noise. The ra lead has been reprogrammed and remains implanted and in service. Surgical intervention was later performed and a new system was implanted on the opposite side of the patient. This ra lead was reprogrammed and remains in situ. The patient reported not feeling well but there were no additional adverse patient effects reported.